Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, clamp tubing" message. The alarm was silenced, pump settings were verified along with the medication label. The reservoir volume was 58.3ml or 92ml total volume. The pump was turned off and back on, and it kept alarming. The pump was then turned off, the line was clamped, cassette was removed, and the tubing was massaged. Air bubbles were noted in the line. The cassette was reattached, the line was unclamped, and the pump was back on again but the alarm persisted. There was also no patient, or clinician injury associated with this occurrence. No further information is available.